Event description:
According to customer, two elevated glucose results from two different pts were generated by the synchron lx20pro instrument. The elevated glucose result for pt a was 378mg/dl. The elevated glucose results for pt b was 306mg/dl. Both elevated results were reported out of the lab. The customer indicated that the erroneously elevated results were discovered by a nurse who received glucose results from the lx20pro that did match the glucometer (a point of care device) glucose results. The customer indicated that both pt samples were retested after the elevated results were questioned. The repeated glucose results for pt a were 92mg/dl and 88mg/dl. The repeated glucose results for pt b were 165mg/dl and 157mg/dl. The customer indicated that corrected lab reports were sent for both pts. There has been no change to pt treatment that can be attributed to this event.